Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter - (B)(6). Event site state - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) a gas loss alarm that occurred. She had verified no blood in the helium tubing, tubing connections secured and had used the ¿iab fill¿ and ¿start keys to resume therapy. There was no harm or injury reported to patient.

Manufacturer narrative:
Updated fields -b4, d9, e1(event site state), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The customer stated gas loss alarm occurred and the nurse wanted to verify whether the troubleshoot was performed correctly. Nurse did verified no blood in the helium tubing, tubing connections secured and had used the ¿iab fill¿ and ¿start keys to resume therapy. Reviewed patient¿s clinical status and the reasons the alarm would occur. Nurse stated that the iab is inserted in the femoral artery and provided the patient demographics. The getinge emergency support technician collected product surveillance information. No patient harm or injury was reported.

Event description:
N/a.